Event description:
It was reported that the patient presented not feeling well. His heart rate was around 30 bpm. No capture was observed, and the physician placed a temporary wire. X-ray revealed perforation. The lead was repositioned successfully and the patient felt well afterward. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.